Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the five millimeter trocar was tron. The trocar was exchanged out over five millimeter exchange rod and the procedure was finished without incident. There was no consequence to the pt.